Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that emergency medical services was dispatched due to they experienced low blood glucose level on unknown date. Customer's blood glucose value was below 40 mg/dl and 50 mg/dl at the time of the incident. Customer stated that they never got alarm for this. The customer was treated with intravenous fluid. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.